Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-01049. It was reported the patient experienced overstimulation followed by auto reduction (date of event unknown). A system diagnostics determined high impedances. A sjm representative tried reprogramming to no avail as only partial coverage was achieved. Surgical intervention may be taken at a later date to address the issue.